Event description:
It was reported to philips that the system was unable to perform rotations. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during scheduled diagnostic procedure. The procedure was aborted and planned for another day. It was reported to philips that the system was unable to perform rotations. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and could not replicate the problem while a previous check by a ge fse found a 5° interface tilt despite the table being level and inspection revealed that attachment points were bent 60° clockwise, and the fse removed covers to access and detach them. To resolve the issue, the fse replaced and calibrated the tilt potentiometer, and adjusted the table support bracket and the bracket on the doctor¿s side cover as close to their original positions as possible and also fse observed that when the table head is tilted near its lowest position, an abnormal noise occurs for which another replacement was suggested from the third party site. The defective part was sent for analysis, for tilt potentiometer, no malfunction was observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.